Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this right ventricular (rv) lead was repositioned, which resolved the clinical observations. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
It was reported this right ventricular (rv) lead displayed loss of capture shortly after implant. It was determined the rv lead dislodged. The physician planned to reposition the rv lead. At this time, this rv lead remains in service and no adverse patient effects were reported.